Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/04/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. While ablating in the left atrium, the patient became hypotensive and a tamponade was confirmed in the area of the left ventricle via intracardiac echocardiogram (ice). Remainder of procedure was aborted. A pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition at the time this complaint was reporting to biosense webster inc. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. Then, a deflection test was performed and the catheter passed; an irrigation test was performed and the catheter passed, no occlusion was observed. Finally, the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto 3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however the error 106 (force sensor error) was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of internal damage at the sensor could not be determined. However, the biosensor failure is not related to the cardiac tamponade. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.